Manufacturer narrative:
(B)(6). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported their philips intellivue information center (piic) suspended. After restarting the piic, it suspends again after a few minutes. The device was not in use on a patient.